Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 45mg/dl to 50 mg/dl and disorientation. The cause was unknown; however, contact reported that customer had increased activity and possibly did not consume enough carbohydrates prior to going to sleep. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended. No additional customer or event information was provided.